Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 9 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as there was a 90 degree angulation in the aortic neck. The stent grafts were implanted without issue. The final angiogram revealed that there was either a proximal type I endoleak or type iii endoleak, (fabric) on the right side of the aortic neck. The physician implanted an endurant aortic cuff, (B)(4), and successfully resolved the endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); unapproved use of device (use in a patient with a highly angulated neck); patient's condition affected effectiveness of device (anatomy related; highly angulated neck). Evaluation, conclusion: user error contributed to event (use in a patient with a highly angulated neck). Device failure/lack of effectiveness related to patient condition (anatomy related; highly angulated neck).